Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an underdelivery and battery alarm sounding. The pump's rate was set at 300ml/hour over 10 minutes, instead 25ml to 50ml over one hour was delivered.